Manufacturer narrative:
Investigation summary: no photos or samples have been received for analysis. The complaint can be verified based on the result of the analysis performed on the device history record. Bd was able to verify the claim for foreign matter. DHR review: a review of the device history record was completed for sub-assembly# 004650bjf lot 7207506 used in claimed lot manufactured from 05-aug-17 to 25-aug-17 at sortimat 5006-1, 2 and 3 machine. It was reviewed all the tests about foreign matter and there are no records of this defect in the results of these tests. A review of the device history record was completed for sub-assembly# 004640bjf lot 7116559 used in claimed lot manufactured from 17-may-17 to 01-jun-17 at sortimat 5004 and 5005 machine. It was reviewed all the tests about foreign matter and there are no records of this defect in the results of these tests. A review of the device history record was completed for sub-assembly# 004640bjf lot 7207513 used in claimed lot manufactured from 11-aug-17 to 18-aug-17 at sortimat 5004 and 5005 machine. It was reviewed all the tests about foreign matter and there are no records of this defect in the results of these tests. However, the claimed lot 7209933 that was manufactured from 08-aug-17 to 22-aug-17 at selovac 4 and during the reviewing regarding the tests of ¿foreign matter¿ for final releasing it was evidenced records of ¿foreign matter¿ on wing of the products. According to internal procedure a severe inspection was performed and as no products with foreign matter were found, the product was released. In addition, since no samples were received for analysis, there is no way to know exactly whether the foreign matter reported by the customer that is present in the needle bevel has the same origin as the foreign matter present in the product wing as evidenced in the investigations.

Event description:
It was reported that before use foreign matter found on a scalp bd¿ asepto 21g catheter. There was no report of injury or medical intervention.

Manufacturer narrative:
Initial reporter phone#: (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use foreign matter found on a scalp bd¿ asepto 21g catheter. There was no report of injury or medical intervention.